Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
After gamma3 extracted, subcapital fracture of femoral neck had occurred. Twin hook surgery was performed. Bone necrosis was found 4 months after the revision. This case was presented at the meeting of (B)(4) society for fracture repair on (B)(6) 2014.